Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue.based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed temporarily.the event can be prevented by following the instructions for use which state: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk."olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, customer allegation could not be confirmed. During the inspection at repair center, after drying the device, the image was normal and e315 error did not occur. Additionally, it was noted that the venting valve was leaking and the leak check label was discolored. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 error. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm associated with the event.